Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 370 mg/dl. No significant events leading to the hospitalization were noted. The customer complained of dehydration and was treated with 2 intravenous drips. He stated that he was wearing the insulin pump at the time of the hospitalization. He advised that the dehydration caused the high blood glucose levels, and he may have had ketones present. The blood glucose reading was 330 mg/dl at the time of the no delivery alarm, which was resolved by a reservoir change. He declined to return the supplies for analysis. He noted that he had been having issues with no delivery alarms for the last 2 months, which were not always resolved by infusion set and reservoir changes. He was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.